Event description:
A report from the user facility reported the ophthalmologist was performing an eye exam using a scleral depressor on a 9 week old preemie. A sub-conjunctival bleed was noted. The tip of the instrument was noted to have a sharp burr. On closer inspection a hairline crack was noted on the tip of the instrument.

Manufacturer narrative:
The user facility will not be returning the instrument for evaluation. Additional information has been requested from the user facility concerning the patient's outcome. No response has been received.